Manufacturer narrative:
The events of "peri implant fluid," and "prominent likely reactive axillary lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side "intracapsular rupture," "peri implant fluid," and "prominent likely reactive axillary lymph nodes" diagnosed by MRI. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to confirm as it is a medical event not related to the device. Lymphadenopathy unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "intracapsular rupture," "peri implant fluid," and "prominent likely reactive axillary lymph nodes" diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.